Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient of this inflatable penile prosthesis (ipp) experienced infection in the scrotum. Antibiotics were provided; however, the infection worsened; therefore, a surgical procedure to remove the device was performed. Post operatively, the patient was treated again with antibiotics. There were no device issues and no further patient complications.

Event description:
It was reported that the patient of this inflatable penile prosthesis (ipp) experienced infection in the scrotum. Antibiotics were provided; however, the infection worsened; therefore, a surgical procedure to remove the device was performed. Post operatively, the patient was treated again with antibiotics. There were no device issues and no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. The reservoir was microscopically inspected and tested for leaks, and the components passed all testing. Both cylinders were microscopically inspected, and leak tested. Each cylinder exhibited wear at fold in its proximal and distal end; however, no leaks were identified. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.